Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, atrial flutter, arterial hypertension, diabetes mellitus, coronary artery disease, congestive heart failure, transient ischemic attack, stroke, bleeding, kidney disease, and liver disease. Complications reported included patient device interaction problem (residual shunt), bleeding; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: feasibility and impact of left atrial appendage closure in patients with cardiac implantable electronic devices: insights from a prospective registry b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "feasibility and impact of left atrial appendage closure in patients with cardiac implantable electronic devices: insights from a prospective registry", was reviewed. This research article is a prospective single-center experience to evaluate the impact of percutaneous left atrial appendage closure (laac) on atrial fibrillation burden and device function in patients with cardiac implantable electronic devices (cieds). The devices included in this study were watchman 2.5, watchman flx, amplatzer amulet, and amplatzer cardiac plug. The article concluded that laac is both feasible and safe in patients with a cied. [The primary and corresponding author was laurent roten, department of cardiology, bern university hospital, university of bern, 3010 bern, switzerland, with corresponding e-mail: laurent.roten@insel.ch.] This study included patients undergoing laac with a cied from 01 august 2015 to 31 december 2022. A total of 36 patients were included in the study, of which 50% (18) received an abbott device. The average age was 73.5 years. The majority gender was male. Comorbidities included atrial fibrillation, atrial flutter, arterial hypertension, diabetes mellitus, coronary artery disease, congestive heart failure, transient ischemic attack, stroke, bleeding, kidney disease, and liver disease.